Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (date not reported). Revision surgery is planned to replace the magnet; however, has not taken place as of the date of this report (B)(4) 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, a surgery was performed on (B)(6) 2015, to reposition the internal magnet. The implanted device remains. This report is filed june 23rd, 2015. Implanted device remains.